Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their implantable neurostimulator (ins) removed because it never worked since they had it put in on (B)(6) 2015. The patient stated that they didn't remember when they had the ins explanted, but that it was sometime in late 2016. It was noted that the patient wanted to donate their external equipment and they were redirected to the repair department. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.